Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed battery out limit multiple times after battery changes. Also, the keypad and the buttons had intermittent responses to button pressing. The customer's blood glucose was 102 mg/dl. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
The escape button did not respond due to corroded keypad trace. No button error alarm could be verified due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked belt clip slot and a cracked reservoir tube lip.